Manufacturer narrative:
(B)(4). On an unreported date, the patient was recovered from the peritonitis event (previous outcome was reported as unknown). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient made an unspecified mistake. On an unreported date, the patient was hospitalized for peritonitis. On an unreported date, the patient was treated for peritonitis with injection meropenem (intraperitoneally, 1g, once daily, duration not reported), injection amikacin (100mg, once daily, route and duration not reported), injection reflin (1g, once daily, route and duration not reported) and inection heparin (500 iu [international units] in all bags, frequency and duration not reported). The outcome of the peritonitis event was unknown. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.